Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to position and difficult to remove were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that a coagulation of blood and/or contrast on the guide wire resulted in the reported difficulty to position and the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during use of the ht versacore modified j 300 cm guide wire, an unspecified stent delivery system (sds) and balloon catheter (bc) had difficulty advancing over the guide wire as well as difficulty being removed from the guide wire. They seem to be sticking to the guide wire. There were no issues with advancement or removal of the guide wire itself. A 260 cm versacore was used to replace the 300 cm versacore and there were no further issues with advancing or removal of the sds and bc. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.